Manufacturer narrative:
Sc-2317-50, sn: (B)(6). Device evaluation indicated that the lead body was cut during the explant procedure. Visual and x-ray inspections found no other anomalies. Sc-2317-50, sn: (B)(6). Device evaluation indicated that the lead body was cut during the explant procedure. Visual (microscope) and x-ray inspection of the lead revealed that several cables were fractured at the bent or kinked location of the lead, two (2) cm. From the set screw mark of the clik-x anchor. There were no exposed cables at the location.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5110479.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will be returned.